Event description:
Information received from the field notes intermittent loss of capture. The patient complained of dizzy spells, light- headedness, difficult breathing and pain in the chest area. Pauses in the pacing function were noted during a 24 hour holter monitor recording and during reprogramming of the device.